Event description:
It was reported that noise was noted on the bipolar ventri- cular electrogram and bipolar ventricular lead impedance was 2200 ohms to >2500 ohms. Noise was reproduced when the pocket near the connector area was manipulated. The pocket was opened and the loose setscrew was tightened down. The device remains implanted.